Event description:
(B)(4). Initial report: this spontaneous serious case from (B)(6) was reported by physician via dermik medical advisor to our local affiliate ((B)(4)). Initial and add'l info received on (B)(6) 2009 and (B)(6) 2009 respectively and were processed together. This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) for photoaging type 2, in (B)(6) 2009, dosage was not specified. Relevant medical history includes high blood pressure, biliary lithiasis, and 6 normal deliveries. Concomitant medications were not provided. The pt was injected with poly-l-lactic acid 4 months ago (nos). The pt died the following day of sudden death although exact reasons are unk. Reporter's causality: not related. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Addendum for f/u info received on (B)(6) 2009: details of treatment as reported by the physician: date: (B)(6) 2009, dilution volume: 6 ml (nos), amount injected: 6 ml, batch number: a7022, regions injected: hollow cheeks, jugal wrinkles, nasogenial furrows, and nasolabial folds. Event term was changed to sudden death (nos). Autopsy/death certificate were not available. Add'l medical history included possible marfan's syndrome, cholecystectomy, and a family history of larynx cancer. Concomitant medications included anti-hypertensive drugs (nos).